Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the normal interrogation, the sensing decrease was noted. The lead was capped and replaced. The patient is and was in stable condition.